Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate high control results. The reporter claimed obtaining a control reading of "190 mg/dl" which fell above the specified control solution range. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.